Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes leaked from the bottom near the plunger after medicine was drawn up during use.the following information was provided by the initial reporter: " per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe. This happened to us on 4 separate occasions."

Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes leaked from the bottom near the plunger after medicine was drawn up during use. The following information was provided by the initial reporter: " per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe. This happened to us on 4 separate occasions."

Manufacturer narrative:
Correction: the lot number has been updated. The following information has been corrected: medical device lot#: 8303517, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes leaked from the bottom near the plunger after medicine was drawn up during use. The following information was provided by the initial reporter: " per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe. This happened to us on 4 separate occasions."

Manufacturer narrative:
Correction: the date of event has been updated. The following information has been corrected: date of event: (B)(6) 2019.

Event description:
It was reported that 4 bd luer-lok¿ tip syringes leaked from the bottom near the plunger after medicine was drawn up during use. The following information was provided by the initial reporter: " per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe. This happened to us on 4 separate occasions."